Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the imaging alone, tibial notching/overhang and/or mal-alignment of the implant may have contributed to the reported event. There is no reason to conclude different from the surgeon¿s statement that this revision was not caused by the device. The patient impact beyond the reported pain and subsequent revision could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include device malalignment or tibial notching. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed due to pain and a feeling of wrongness.